Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter, a relative of the patient, stated the patient had a lot of health issues at the time of use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. During evaluation the service technician observed the unit is functional. Error code 62 (indicating an issue with the ramp key being stuck in the "on" position), error code 63 (indicating an issue with the knob stuck in the "pressed" position), and error code 65 (indicating the issue of during rotation of the rotary encoder, the encoder signal b is changing but encoder signal a is not) were found in the device log history. No visible foam particles were found in the device assembly. The device was contaminated with dust. The device was scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter, a relative of the patient, stated the patient had a lot of health issues at the time of use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.